Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the power does not turn on. The fse further investigated and found that there was a failure of the dc power supply unit in the cabinet, which prevented the power being supplied to the system. The fse replaced the pdu (power distribution unit) fan tray and dcps (direct current power supplies) assembly to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the devices power does not come on. The device was outside clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.